Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator (ICD) delivered possible high voltage circuit damage alert. It was further noted that the device delivered inappropriate shocks. Low, out of range defibrillation impedance was also noted on the device. The device was explanted and replaced.

Manufacturer narrative:
The reported event of possible high voltage circuit damage was confirmed. Telemetry, impedance, sensing, pacing and high voltage output functions of the device analysis was normal. The reported event was unable to be reproduced, and the cause of the reported event was unable to be determined.